Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation. Thus, an inspection could not be performed by greatbatch to confirm the reported event. A manufacturing review was completed and revealed no discrepancies. The cause of the reported event is unknown as the complaint sample was not returned to greatbatch nor the customer for review. Report source distributor, (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the pin dislodged from the handle. There was no surgical delay, the procedure was completed successfully and no adverse events were reported as a result of the malfunction.